Event description:
It was reported that the patient had extracardiac stimulation from the left ventricular leads in all programmable configurations. The leads were switched to rv only pacing mode and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.